Event description:
A report was received that the patient was suspected to have an infection at the implant site. The patient was prescribed antibiotics.

Event description:
A report was received that the patient was suspected to have an infection at the implant site. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the location of the patient¿s implant/ipg is in the left lower flank. The patient was suspected of infection due to his history of mrsa, which had nothing to do with the device or procedure. The patient was cleared of infection. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17294045, description: next generation anchor kit-sterile.